Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from the delivery system. When the catheter was removed from the patient, the capsule came out with it. Another capsule was used at the same time to resolve the issue. There was no patient or user harm.